Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
The investigation revealed that there was no system malfunction. The case logs from the procedure showed several warnings stating that excessive deflection force was detected. Excessive deflection of force on the end effector have the ability to cause the instrument to skive depending on the user technique. The instrument skivving can lead to misplaced implants. The observed overall risk level is low, which matches the observed anticipated risk level. The cause of the reported issue can be traced to user technique.